Event description:
It was reported that this right atrial (ra) lead exhibited pacing impedance measurements of greater than 3000 ohms. The treating physician confirmed this ra lead has sustained out of range (oor) impedances since implant and clarified it is a known behavior that has repeated despite changing pacemakers. The previous implanted system was reprogrammed around the oor impedance . The system remains in service and the patient will continue to be monitored remotely. No adverse effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).